Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator generated a system error and stopped ventilation. The patient was removed from the ventilator and placed on an alternate ventilator without harm or injury as a result of the reported event.

Manufacturer narrative:
Device evaluation: the field service engineer (fse) verified the reported issue. The fse found that the ventilator was unable to go into service mode and logged communication error codes. The fse replaced the gui (graphic user interface) to bd (breath delivery) cable to resolve the issue. The ventilator passed all all testing per manufacturer specifications and was returned to the customer. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.